Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was intended to be implanted as a palliative measure into the esophagus of cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous, nor dilated prior to stent implantation. The physician successfully implanted the stent within the patient's lower esophagus. Upon inspection of the patient's esophagus post stent implantation, it was discovered that the patient sustained an esophageal perforation. The physician estimated the perforation to be distal to the stent, at the patient's lower esophageal sphincter. The physician was unsure as to what caused the perforation. The physician removed the stent without issue, and no further intervention was performed. The patient remains hospitalized for observation. It was reported the patient is doing "very well".

Manufacturer narrative:
(B)(4)- no code available (medical intervention required; hospitalization). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.